Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. There was no adverse impact to the customer¿s blood glucose. Multiple follow-up attempts were made to obtain additional information; however, the customer did not respond to follow-up attempts.